Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient for cardiac arrest (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Device passed all testing using known good accessories with no malfucntions noted. The device log showed intermittent ECG related to an ECG cable showing periodic lead faults. Therapy pads were not applied to the patient during this event. The device was recertified and returned to the customer. No trend is associated with reports of this type.